Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was placed with a disposable sterile catheter at 10:30 on (B)(6) 2020 due to poor urination. The balloon was injected with 20ml of saline and the urine drained about 400ml. A leak in the catheter was found at 07:30 on (B)(6) 2020 and at 10:00 doctors drew a lot of urine from the urinary bladder side tube. The urinary catheter was pulled out and found that the balloon ruptured. The urinary catheter was replaced. As per additional information received via email on 17jul2020 from ibc representative, the detached balloon and urethral catheter were complete

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation and unable to determine root cause of reported problem. The potential root cause for this failure mode could be user related (example: contact with sharp object)/ / exposure to petrolatum based products mechanical failure/operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not re-sterilize. For urological use only. Before using, please inspect visually whether products are all complete or surface wear. Valve type: use luer slip syringe. Do not use needle."

Event description:
It was reported that the patient was placed with a disposable sterile catheter at 10:30 on (B)(6) 2020 due to poor urination. The balloon was injected with 20ml of saline and the urine drained about 400ml. A leak in the catheter was found at 07:30 on (B)(6) 2020 and at 10:00 doctors drew a lot of urine from the urinary bladder side tube. The urinary catheter was pulled out and found that the balloon ruptured. The urinary catheter was replaced. As per additional information received via email on 17jul2020 from ibc representative, the detached balloon and urethral catheter were complete.